Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7 cm diameter abdominal aortic aneurysm. The proximal neck was 29 mm in diameter and 20 mm in length. The neck angle was 9 degree. It was reported that the sales representative received notification that an expired device was implanted. The physician used the emergency endograft kit for a scheduled aneurysm repair. The case was successfully completed with no patient injury. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).